Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 2 months due to mitral stenosis and regurgitation with calcification from a degenerated prosthetic valve. Per the op report, intraoperative echocardiogram confirmed severe mitral valve stenosis with extensive calcification and immobility of the bioprosthetic leaflets. In addition, there was at least moderate to severe mitral regurgitation. The bioprosthetic valve was explanted and replaced with edwards-magna thermafix perimount bovine tissue valve size #25. Valve function was good at completion with no significant insufficiency or gradient and good leaflet mobility. The patient tolerated the procedure without complication and was transported from the operating room in stable condition.

Manufacturer narrative:
Evaluation summary: moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was heavy at the stent outflow and minimal to moderate at the stent inflow. Host tissue also restricted mobility in the leaflets which may lead to stenosis. Minimal calcification was observed in the cusp areas of leaflets 2 and 3. The free margins of leaflets 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited minimal calcification. Wire form was exposed on the outflow aspect near commissures 1 and 2. The x-ray also demonstrated calcification. X-ray. It was reported that this device was removed due to stenosis and regurgitation with calcification. The device was returned to edwards for analysis, which confirmed the reported event. Calcification was exhibited on the sample device, causing the stenosis, as well as regurgitation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.